Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with the ipg. The patient has not used the programmer in a while and is unsure when the issue first started. A representative met with the patient for troubleshooting and was unable to connect to the ipg with the clinician programmer. When attempting to connect to the ipg, the ipg is shown as "not bondable", and the message "generator is not paired with this (B)(6), place the magnet over the generator for 10 seconds to start the pairing process". This message was displayed twice. It is unknown what troubleshooting steps were performed, so the state of the ipg is unknown. Surgical intervention may be pending to address the issue.